Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The contact reported over the past 2 weeks the customer has been experiencing elevated blood glucose (bg) levels of 575-600 mg/dl with ketones at 0.6. The customer changed the infusion set 4 times with no improvement to bg levels. Customer was given a correction bolus of insulin via the pump to address elevated bg's. Customer instates a partially-untethered profile to allow use of lantus long acting insulin and receives any additional insulin intake via the pump. Contact has two profiles: one titled "lantus" when customer has taken lantus and the other "daily" for when she has not taken lantus. The contact reports the customer's profile settings were on the opposite profile and the customer had not changed the active profiles. Tandem technical services reviewed he customer's data logs that indicated in each instance of the profile change the screen was successfully unlocked and the profile changed and accepted.

Manufacturer narrative:
The customer reported experiencing low blood glucose levels. However, the exact value was not provided. (B)(4).